Event description:
It was initially reported that the patient could can no longer have fentanyl in her pump because it was stopped abruptly due to "non-FDA approval." She had to learn all over again how to accept the "devastating effects" of "being in so much pain" and "feeling helpless" and "hopeless" because she could "no longer function as a human being" anymore. The patient thanked the manufacturer "for the 3 "good" years [you] gave me my life back." Now that fentanyl was "taken away," her life had "come to a point of wanting to give up on life all together because that'd be easier than accepting she couldn't do anything." Between the "mental depression" morphine gave her and her "overwhelming craving to have fentanyl back in" her so she "could have her life back," brought her to "the breaking point." It was also noted that the patient had have addison's disease "which might" have contributed to "driving" her "to the edge." It was added a year and a half after the initial report that the she switched doctors to one who said they were going to put fentanyl in the pump and four year later it "still hadn't happened." It was noted that morphine "numbs her brain" and that she couldn't think clearly and it "didn't do a very good job of taking care of the pain."

Manufacturer narrative:
Concomitant medical products: catheter: model 8731, serial# (B)(4), implanted: (B)(6) 2005. (B)(4). "Couldn't do anything," "devastating effects," "no longer function as a human being," "numbs my brain," "overwhelming craving to have fenteny."